Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer had 10 false positives flagged at the same time.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 10 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer had 10 false positives flagged at the same time"

Manufacturer narrative:
H6: investigation summary a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer (fse) visited the site and installed the shorting boards. The complaint is confirmed as a failure of bd product and the root cause is related to "shorting board". This is a known issue that has already been corrected with CAPA 410111 to install shorting boards to the rack pcbs. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. H3 other text : see h10.